Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect: clinical code: 4592: delirium. H6: health effect: clinical code: 1910: hyperventilation.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient uses tandem t slim in modified closed loop. According to the patient's mother, on (B)(6) 2025, around 12:00 am the cgm was 122 mg/dl, the patient¿s bg was not checked at the time. The patient¿s mother noticed that the patient was acting strange and thought it could be norovirus from school; however, the patient had delirium, hyperventilation, hallucination, and vomiting. The patient¿s mother took the patient to the emergency room (ER). At the ER the cgm was still displaying 122 mg/dl and the bg was 1008 mg/dl. The patient's wearable and pump were removed. The patient was in diabetic ketoacidosis (dka) and treated in the intensive care unit (ICU) with insulin and 2 different unspecified intravenous fluids. The patient was discharged after 2 days. At the time of the report the patient was stable. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.